Event description:
In 2008 - tsr clifford earl smouse found head section dislodged. Sent parts to service center. On the same day - des - reporter alleged that the head section of this bed, will not go down. Reporter alleged that there was no pt involvement, no injury. On a week later - tech - replaced head section.